Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/30/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. The returned samples determined that it was received, one box with thirty-seven unopened samples. Upon initial inspection of the box received, it was found that some samples belong to product code y303h, lot rmmrqt, and the remainder of the samples are product code y316, lot rkmbcj in the same box. Due to the mismatch observed, a further investigation was performed and according to the results. Thirty-three samples of code product code y303h, lot rmmrqt were manufactured on nov 30, 2021, and the expiry date was on oct 31, 2026. Three samples belong to product code y316, lot rkmbcj, manufactured on sep 2, 2021, and expiry date on aug 31, 2026. The products were manufactured with a difference of two months, and it is not possible that it has been mixed during the manufacturing process. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide more information about "3x wrong-sized"? Is it possible that this is a product mixed issue? Device return status. Please document the shipment tracking number:

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2023 and suture was used. Before use on the patient, the customer opened new pack today and found 3 additional 3/0 monocryl sutures within the 36 pack of y303h 5/0. No adverse patient consequences were reported. Additional information was requested.